Manufacturer narrative:
Conclusion: based on the received measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient's perception was unsatisfactory. In addition, the recipient reported pain when the audio processor was on. Reportedly the recipient suffered from an inflammation at the implant site, which might have contributed to the reported pain. The residual gas analysis confirmed the device to be hermetic. No technical issue could be detected, and mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
In (B)(6) 2018 the recipient started having periodic shutdown of the device and pain in the area of the implant. When the user was turning off the device - a slight electric shock and the sound of bell (periodically) occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the recipient started having periodic shutdown of the device and pain in the area of the implant. The device is currently not in use. It was reported that the implant has stopped working. Replacement of the implant is considered.